Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
It was reported post implant of a bifurcated device and a suprarenal aortic extension, the pt developed a proximal endoleak. The physician elected to treat the endoleak with a suprarenal aortic extension. The pt is doing well.

Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. The devices remained implanted in the patient and were not available for evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event could not conclusively be determined. However, product appropriateness and patient candidacy could not be fully accessed due to lack of a pre implant image study. Product use was incongruent with the IFU due to the cuff was two sizes larger in diameter than the main body. Cautionary product use conditions that might have contributed to this event included the ruptured state of the aneurysm at implant patient factors that might have contributed to this event included the use of antiplatelet therapy.